Event description:
The customer reported that the central nurse's station (cns) displayed a no sync error message. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a no sync error message. Technical support (ts) troubleshot the issue without success. Ts informed the customer that the manual indicates that this is a problem with the boot device, possibly an hdd issue. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 02/15/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 02/15/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 02/15/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 02/15/2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. Attempt # 2: 02/19/2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. Attempt # 3 02/21/2023 emailed the customer via microsoft outlook for patient & device information: no reply was received.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed a no sync error message. Technical support (ts) troubleshot the issue without success. Ts informed the customer that the manual indicates that this is a problem with the boot device, possibly an hdd issue. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: the complaint unit was returned by the customer and was evaluated by nk repair center. During device evaluation, the nk repair center indicated that the device does not go through post (power-on self-test) and had identified that the motherboard of the device of the unit was failing. After the motherboard of the device was replaced, the issue was resolved. The reported issue was caused by the motherboard failure. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/15/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 02/15/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 02/15/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/21/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 02/15/2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. Attempt # 2: 02/19/2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. Attempt # 3 02/21/2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. Manufacturer references # 300321308 - 163097 follow up 001.

Event description:
The customer reported that the central nurse's station (cns) displayed a no sync error message. There was no patient injury reported.